Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that an over discharge was confirmed. It was the patient¿s first over discharge. A physician mode recharger (pmr) successfully reset the device. Impedance testing was completed. The manufacturing representative met with the patient because they had problems recharging the battery. The battery was in over discharge so the manufacturing representative performed a trickle charge and cleared the power on reset (por). The battery moved around a bit and the best way for the patient to charge was by laying on his abdomen. This flattened out the buttocks and they were able to maintain 8 coupling bars. The patient¿s status at the time of report was alive with no injury. No patient symptoms or complications were associated with the event.